Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a failure of the main pcb assembly. The customer elected to retire the device due to the device age and repair costs. The device was returned to the customer unrepaired in the observed condition. The customer has elected to retire the device and purchase a replacement defibrillator.

Event description:
It was reported that the device was displaying the service and battery icons and will not complete the boot up cycle upon power on, a lock up failure. There was no patient use associated with the event.